Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after overtreating a prior low and suspected that the pump was not delivering insulin. The user subsequently changed infusion supplies and resumed insulin delivery with guidance from support. Reported symptoms included hyperglycemia. Outcomes included stabilization of glucose into the target range following the supply change, along with continued guidance for monitoring. The investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. The event was attributed to user overtreatment of hypoglycemia and subsequent management through supply replacement and resumption of insulin delivery. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.